Manufacturer narrative:
Diagnostica stago, inc. Is submitting this report on behalf of diagnostica stago, s.a.s. Gennevilliers (manufacturer) under exemption number e2012018. H3 other text : evaluation performed by the distributor

Event description:
On (B)(6) 2017, diagnostica stago inc. Became aware of a death at (B)(6). The female patient expired on or about (B)(6) 2017. The patient's pt, ptt, and d-dimer were tested using the stago analyzer [sta-r evolution, serial number (B)(4)]. At this time there is no evidence of an instrument malfunction, nor is there a clear connection between the patient's death and the stago testing. The investigation is continuing; full details and additional data are still being received by the designated complaint handling unit. A supplementary/ follow-up report (or reports) will be submitted as pertinent information becomes available. The investigation file is being documented under reference number (B)(4).

Manufacturer narrative:
Diagnostica stago, inc. Is submitting this report on behalf of diagnostica stago, s.a.s. Gennevilliers (manufacturer) under exemption number e2012018. Please refer to (MDR follow-up report 1 - september 21 2017) for information regarding follow-up #1.